Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction was occurred. The sensor was inserted into the upper buttocks, which is off-label usage of the device, on (B)(6) 2026. Prior to sensor insertion, the area was prepped with alcohol, and an overlay patch was applied. On (B)(6) 2026, the pediatric patient experienced a skin reaction with redness and an infection underneath the sensor pod area. The skin reaction was treated with prescription oral antibiotic erythromycin (unspecified dosasge). At the time of report, the patient¿s condition was unspecified. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional patient or event information is available.